Event description:
It was reported a 6f angio seal sts plus vascular device was deployed post angioplasty and stent placement. Hemostasis was achieved. Positive femoral and peripheral pulses were present post procedure. The pt was discharged without incident the next day. The pt developed claudication in the right leg (date and time unknown). An angiogram revealed a clot at the right femoral arteriotomy site. The pt went for a surgical consultation at another facility. Reportedly, the incident required intervention. No additional info was available.

Manufacturer narrative:
No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable. Based on the information rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.